Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 30) during the load sequence with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 100-140 mg/dl. A cartridge change was performed resolving the issue.